Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000125390 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy after a fall. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on one lead. Surgical intervention was undertaken wherein the lead noticed to have fractured. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead was attributed to the issue.